Event description:
Event description guidant received information that during the ICD replacement procedure, the implanted endotak lead was observed to be fractured. The rate-sense portion of the lead was capped and surgically abandoned and a new sensing lead was successfully implanted.